Manufacturer narrative:
A1: the patient identifier (in confidence) - reflects the gore internal case number. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, patient underwent an endovascular repair of the juxta-renal aortic aneurysm utilizing a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in conjunction with multiple gore® viabahn® vbx balloon expandable endoprosthesis devices (vbx devices). The vbx devices were deployed to revascularize the superior mesenteric artery, celiac artery, and bilateral renal arteries. On (B)(6) 2025, patient was presented with bilateral renal artery stent thrombosis with the gore tambe device, approximately 10 months after the endovascular repair of the juxta-renal aortic aneurysm. No predisposing factor and patient has acute renal failure requiring dialysis.

Manufacturer narrative:
Updated - b3 / b4 / b5 / b6 - describe event or problem. Added - d3 - serial number. Updated - h6 adverse event problem codes - conclusion codes. The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation.

Event description:
On (B)(6) 2024, patient underwent an endovascular repair of the juxtarenal aortic aneurysm. Reportedly, a 7 mm x 59 mm gore® viabahn® vbx balloon expandable endoprosthesis devices (vbx devices) was used in the left renal artery. On (B)(6) 2025, patient was presented with bilateral renal artery stent thrombosis, approximately 10 months after the endovascular repair of the juxtarenal aortic aneurysm. No predisposing factor and patient is on acute renal failure requiring dialysis. Further reintervention plans are not available from the physician.